Event description:
The customer tested his blood glucose and received a reading of 106 mg/dl using his breeze2 meter. The customer did not medicate based on the reading. The customer was feeling dizzy and seemed out of it, so his caregiver called paramedics. Paramedics tested the customer's blood glucose at 17 mg/dl using their meter. The difference between the customer's glucose readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was treated at home by paramedics. He could not remember what treatment he received, but most likely he was treated with glucose. The customer was unable to troubleshoot as his control solution was expired. The customer's meter and test stirps are to be returned for evaluation. Replacement products were sent to the customer.